Manufacturer narrative:
Reported event of the bur breaking apart is confirmed. The device has not been returned to date, but photographic evidence has been provided. The root cause cannot be determined, however, based upon the photos, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 reports, regarding 14 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: this equipment is designed for use by medical professionals completely familiar with the required techniques and instructions for use of the equipment. Always inspect for bent, dull or damaged burs, blades or drill bits before each use. Do not attempt to straighten or sharpen. After use, dispose of properly. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the 00702129400, ultrapower bur, round end (mustard) was being used on (B)(6) 2023 and ¿it was reported that this bur broke shortly after it was put into use¿¿. After further assessment it was found that the device did fragment and fall into the surgical site. The fragment was retrieved. The procedure was completed with an alternate backup bur. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the 00702129400, ultrapower bur, round end (mustard) was being used on (B)(6) 2023 and ¿it was reported that this bur broke shortly after it was put into use¿¿. After further assessment it was found that the device did fragment and fall into the surgical site. The fragment was retrieved. The procedure was completed with an alternate backup bur. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.